Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-02900. Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Email address unknown / not provided. Additional PMA/510(k) number ¿ k101880. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the doctor was placing an implant at tooth location #14 and during the removal of the fmt, it had cold welded and was not able to be removed. The implant lost integration and had to be removed. The doctor was not able to get it off even when the implant was out of the mouth. The doctor went to another office close by to get a replacement implant and the same thing happened. The site was grafted, and membrane placed to give the patient good prognosis for future placement.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-02900-1. This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 180. H6: investigation conclusions codes were added: 4307. One (1) impl tapered scr-v sbm 4. 7mm 4.5mm 8mm (tsvwb8) & one (1) imp,tsv,4.7,8,mtx,mg (tsvtwb8) were returned for investigation. Visual evaluation of the as returned product identified signs of use. The reported event was confirmed following functional testing. The coob was non-verifiable as products came outside of original packaging. Based on the evaluation, device malfunction did occur. However, there is no existing actionable trend or non-conformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimvie. DHR review was completed for the subject lot numbers (1256360 & 1258857). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (1256360 & 1258857) for similar events and no other complaint was identified. Functional testing to recreate the reported event; verified the devices could not disengage. Therefore, the reported event was re-created. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation is due to the torque applied during placement/seating exceeds recommended value, incorrect assembly of the abutment/mount to the implant. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.